Manufacturer narrative:
Other, other text: patient details updated in complaint. Event date was updated from unknown to 10-dec-2022. No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Other text: no lot number was provided; therefore, a history record review could not be conducted., corrected data: h.6. And h.10.

Event description:
It was reported that, per mw5113835, spontaneous communication. Patients daughter reported a "no disposable, pump won't run" error occurred on two different times. This error did occur on the same pump, but serial number is unknown at the time of the call. She spoke with patients cnss nurse at the time of errors occurring who informed her this was most likely a cassette malfunction. Patient was able to change the cassette and resume infusions with no issues. Patients daughter did mention she also switched to the back up pump in addition to changing the cassette. She reported change was able to occur infusion resumed after six or seven minutes. The lot number and expiration date was not documented. Offered cnss evaluation which was rejected. Even though pump was switched during alarm cassette change, she has used the pump that originally alarmed when next rotation cassette change was due without issue with pump, therefore submitting only for cassette complaint. Pump return tracking information is not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered rate are unknown. Position of pump when event occurred is unknown. The reported product fault did occur while in use with the patient. The product issue did not cause or contribute to patient or clinical injury. Actual product is not available for investigation. Product was replaced. Patient did have a backup product they were able to switch to and was able to successfully continue their therapy. Therapy is life-sustaining. No additional information is available at this time. Additional information received by smiths medical/ICU on 29-dec-2022 via email and attached to complaint object: patient details updated in complaint. Event date was updated from unknown to (B)(6) 2022.

Manufacturer narrative:
UDI and catalog information are unknown. Premarket (510k) number is unknown. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.